Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip malfunctioned as ¿ a needle and syringe separated during medication administration in dialysis. The needle was inserted into the venous port on dialysis tubing then withdrawn after the medication was given. The needle then separated causing a small blood spill of less than 10 cc¿. There was no report of injury or medical intervention needed.

Manufacturer narrative:
DHR review: the lot was manufactured in line 2 in 2 days with 4 shifts with a total of 30 hours during which the production is monitored through the frequency rit0225ctis01-04 rev.17, in the assembly stage, characteristics such as: syringe are evaluated assembled correctly (visual method vs drawing), syringe without damage (visual method), syringe without contamination in the passage of liquids or external (method it-04-36-CT-is-06), among others; the sampling is 40 pieces per hour, completing a total sample size of 1,200 pieces with an acceptance limit of 0 and a rejection of 1. No nonconforming parts were recorded related to the event that the client reports since the manufacturing syringe is without needle. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Samples were received but not evaluated. There is no failure mode attributable to the defect that the client reports "cannula that is detached from the hub" since the product manufactured in the cuautitlán plant was not manufactured with a needle, for such the complaint it is unconfirmed. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.